Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarms with no delivery on a regular basis. The patient's blood glucose at the time of incident is unknown, and his current blood glucose was 134 mg/dl. However, he stated that his blood glucose was high in the morning. The no delivery issues have occurred since labor day. The no delivery occurs mostly with basal delivery, so the customer has reverted to two to three manual insulin injections per day. He now suspends the pump before he goes to sleep so the no delivery alarms will not wake him up. The customer confirmed that the pump had fallen off his bed multiple times, but it has landed on the carpet and sustained no physical damage. The customer does believe that his no deliveries have to do with the pump since he has not seen any bent cannulas with past alarms. No products were shipped or returned.